Event description:
It was reported during a right femoral access, the doctor had a hard time gaining access with a needle due to the patient's scar tissue in that area, so he had to use a micro-puncture set. During the deployment, it was discovered that the distal marker was not on the sheath. Post placement, using fluoroscopy, the marker was found in the patient's soft tissue of the groin. The doctor retrieved the marker with forceps through the original insertion site. The filter deployed fine. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Upon inspection of the returned sample, the distal marker band was missing from the introducer sheath. The marker band was returned separate, in a specimen cup. The sheath appeared to have 2 kinks and one bend. The bend was just proximal of the proximal marker band. The distal tip of the introducer, sheath back to the proximal marker band, appeared very wavy. Also observed was the impression on the introducer sheath, where the distal marker band had originally been placed. The measurement of the distal edge of the proximal gold band was out of specification; this may have been due to the wavy section of the distal tip area of the introducer sheath. All other sheath measurements were within specification. The result of the investigation was confirmed for the distal marker band detached from the component, root cause unknown. It is possible that patient (scar tissue) and/or procedural issues may have contributed to this event. User facility mw report (B)(4) was forwarded to the manufacturer.